Event description:
Customer called to report the pump had a no delivery message on display without an audible tone. Alarms were cleared by pressing the select and activate buttons. However, the message recurred a minute later without an audible tone.